Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 1 malfunction event, where it was reported the bed exit did not alarm.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending investigation.   There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the bed exit did not alarm. There was no patient involvement.